Event description:
Customer reported a positive human chorionic gonadotropin (hcg) result on the instrument. The customer reported that a serum sample was tested and the hcg result was negative. The customer reported that the pts surgery was cancelled due to the positive hcg result. There was no report of injury for this event.

Manufacturer narrative:
The cause for the false positive human chorionic gonadotropin (hcg) result is unk. As stated in the IFU, "as is true with any diagnostic test, clinical diagnosis should not be based solely on a single test result. Clinical diagnosis should incorporate all clinical and laboratory data."